Event description:
It was reported that the handpiece would speed up and slow down on its own without trigger activated during a total knee procedure. The case was completed with another device. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. During testing, the device's current draw was inconsistent with spots where the blade mount base did not move when the trigger was depressed, however, based on the investigation details the reported complaint of the device running without the trigger activated could not be duplicated. Service completed any necessary maintenance and repairs.